Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received multiple no delivery alarms. The customer¿s blood glucose level was 497 mg/dl at the time of the incident. Customer's current blood glucose 286 mg/dl. Customer stated treated through a bolus on the pump and through a syringe. Recent high blood glucose event began (B)(6) 2017. No delivery alarms on (B)(6) 2017. The customer discovered the reservoir leaked packed the second o-ring on (B)(6) 2017, leaked while the reservoir was inside the insulin pump. The customer declined to perform high-pressure test. The insulin pump will not be returned for analysis. The reservoir will be returned for product analysis.